Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR was performed and found no non-conformances during the build. The initial reporter stated that they are using the bag set for five to seven days. Labeling for the infinity feeding set states that the set should be replaced every 24 hours. Because it was not returned, mmdg has been unable to investigate or confirm the complaint.

Event description:
The initial reporter states that the "pump roller seems to be working but the bag doesn't deliver formula". They also stated that they are using the bag set for five to seven days at a time. Sometimes they receive no flow out or no food alarms, other times the formula appears to not be delivering. Mmdg followed up with the initial reporter, who stated that the patient was doing well afterwards, and had not had any adverse effects. (B)(4).